Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/05/2015 and confirmed the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.